Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual and microscopic examination of the balloon identified no tears or holes in the balloon material. There were traces of solidified contrast media present inside the inflation lumen. The device was soaked in a water bath at 37 degrees celsius in order to soften the solidified media and facilitate balloon inflation. The device was attached to an encore inflation and during an initial attempt to inflate the balloon, a pinhole leak was identified in the balloon material. The pinhole was located in the proximal transition zone in the balloon. No issues were identified with the balloon which could have contributed to the pinhole leak. The blades of the device were visually and microscopically examined, and no issues were noted that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found no kinks or damages. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the marker bands.

Event description:
It was reported that a balloon rupture occurred. The 50% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During procedure, the balloon was pressurized at 1 atmosphere every 5 seconds. However, the balloon ruptured upon first inflation at 2 atmospheres within 10 seconds. The balloon was removed without any problem and the procedure was completed with a different device. Per physician's comment, the balloon ruptured due to the calcification. No complications reported and there was no patient injury.

Event description:
It was reported that a balloon rupture occurred. The 50% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During procedure, the balloon was pressurized at 1 atmosphere every 5 seconds. However, the balloon ruptured upon first inflation at 2 atmospheres within 10 seconds. The balloon was removed without any problem and the procedure was completed with a different device. Per physician's comment, the balloon ruptured due to the calcification. No complications reported and there was no patient injury.